Event description:
Dealer alleges, charger caused dead cells in battery, after only 6 months. (B)(4).

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51-cg, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the charger for the m51-cg power chair is allegedly under spec, which allegedly caused dead cells in the battery within 6 months. It is unknown how the dealer tested the battery charger for this conclusion. (B)(4) issued. Replacement parts on order (B)(4). No injury alleged.